Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced the impossibility of inward movement and rotation of the peg tube. On (B)(6) 2023, the patient underwent a gastroscopy with removal of adhesions to the internal bumper. He was discharged today from the emergency medicine department where he had been hospitalized.